Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike connector cover of a uv flash transfer set was loose and "about to separate from the transfer set spike¿. The loose spike connector cover was discovered at the hospital prior to starting peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.